Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnostic coronary procedure and the procedure was delayed. The philips field service engineer (fse) inspected the system onsite and confirmed that the system unable to make x-ray. Review of the system log file showed that the image detector/flat detector controller errors and found communication problem between the flat detector controller (bc) and the image detector (bb). Upon functional testing, the fse found issues with flat detector controller. The fse replaced the flat detector controller (flashlite high end kit). After replacement of flat detector controller (flashlite high end kit), the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was unable to produce x-rays. The issue was found during clinical use. The system was restarted which delayed the procedure. No harm has been reported to philips. Philips has started an investigation of this complaint.